Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The philips field service engineer (fse) reported, on behalf of the customer, that they were experiencing audio problems at their philips intellivue information center (piic). No patient involvement.